Manufacturer narrative:
Evaluation of the returned lantern revealed a distal shaft ovalization. If the peel-able sheath (supplied by penumbra) is not used to protect the distal shaft of the lantern during insertion into a parent device, and the lantern is forcefully gripped or pinched, damage such as a distal shaft ovalization may occur. This ovalization likely contributed to the difficulty advancing the lantern during the procedure. During functional testing, the lantern was able to advance through a demonstration benchmark without issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, resistance was encountered while advancing the lantern through the middle of the catheter and, subsequently, the lantern became stuck. Therefore, the catheter was removed from the procedure and exchanged for a new one. Next, while advancing the same lantern through the middle of a new catheter, resistance was encountered and the lantern became stuck. Therefore, the lantern was removed from the procedure. The procedure was completed using a new lantern and the same catheter. There was no report of an adverse effect to the patient.